Manufacturer narrative:
Additional information was added to b5, f10/h6: component codes, h6 and h11. B5: during follow up, it was clarified that there was a separation between the female connector and main body of the minicap transfer set. F10/h6: component codes: replace g07001 with g04070 and g04034. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set had a separation issue; further described as "transfer set was dislodged". This occurred during disconnection after peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.